Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a potentially reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. No patient, user or third party harm was reported. It is most likely that a loosened connection either of the sd card or the cables have caused the event. Starting up issues with hamilton-c6 are investigated in CAPA 2023_01_0059.

Event description:
The following was reported to hamilton medical ag: summary: during startup device nurse gets white screen with blue progress bar. Stops after 2 cm and device starts making audible alarm.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a potentially reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. No patient, user or third party harm was reported. It is most likely that a loosened connection either of the sd card or the cables have caused the event. Starting up issues with hamilton-c6 are investigated in CAPA 2023_01_0059. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: during startup device nurse gets white screen with blue progress bar. Stops after 2 cm and device starts making audible alarm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: during startup device nurse gets white screen with blue progress bar. Stops after 2 cm and device starts making audible alarm.